Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation involving a transcatheter aortic valve evfxplus-29, predilatation was performed using a 20 mm simvalve balloon and fluoroscopy showed the transcatheter aortic valve was underexpanded. For safety reasons, the valve was removed and additional balloon dilatation was performed using a 21 mm balloon. A new transcatheter aortic valve was subsequently implanted. No patient complications have been reported as a result of this event.